Manufacturer narrative:
(B)(4). Date sent: 5/18/2017. Batch # unk. Additional information was requested and the following was obtained: can you please explain how the product failed? The clamps were not formed correctly on which firing did this event occur (1st, 2nd, 12th, etc.)? First, second what type of procedure was the device used in? Lobectomy photographic analysis conclusion is not yet available - evaluation in progress.

Event description:
It was reported that during an unknown procedure, the product failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected data: packaging lot# unk, serial #: na. Video analysis: video provided shows that during the procedure, bleeding can be appreciated. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. No lot or batch number was provided therefore a device history could not be performed.